Manufacturer narrative:
Philips received a complaint regarding the philips heartstart xl+ defibrillator, indicating that the device requires a battery replacement. No patient involvement was reported. After an onsite inspection by a philips field service engineer, it was recommended to replace the battery, and a replacement was ordered. To address the issue, the battery was replaced as recommended by philips. The device remains at the customer's site. No further action is required at this time.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the defibrillator is asking for a battery replacement. There was no reported patient involvement.